Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch had occurred as this right ventricular (rv) lead had exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. A drop in the rv amplitude and high threshold measurements were also noted. An x-ray taken showed the rv lead may have been under-inserted into the header of the device. A micro-dislodgement was also suspected. Surgical intervention was performed and the rv lead was repositioned and reconnected back into the header successfully. The rv lead remains in service and there were no additional adverse patient effects reported.